Event description:
It was reported that the safety valve and flow transducer tests failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the safety valve and flow transducer tests failed during pre-use check. Our filed service engineer investigated the reported ventilator on site. The expiratory channel printed circuit board (pcb) was replaced to resolve the issue and sent back for investigation. The returned expiratory channel pcb has been tested in a ventilator. It failed the pre-use check with safety valve test. According to the logs from this test it was noticed that the safety valve didn't not open when it should. No further investigation is needed due to that by visual inspection, it possible to see a physical damage with great force at 2 places of the returned pcb. Such force can damage the components of this pcb.